Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On 30 jun 2021, customer reported a "replace sensor" message with the freestyle libre and ordered a replacement product. On 19 jul 2021, customer further reported that due to a delay in delivering the replacement product, the customer did not have a device to monitor her glucose. As a result, the customer experienced a loss of consciousness and went into a hypoglycemic coma, requiring treatment of intravenous glucose by nurse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2021, customer reported a "replace sensor" message with the freestyle libre and ordered a replacement product. On (B)(6) 2021, customer further reported that due to a delay in delivering the replacement product, the customer did not have a device to monitor her glucose. As a result, the customer experienced a loss of consciousness and went into a hypoglycemic coma, requiring treatment of intravenous glucose by nurse. There was no report of death or permanent injury associated with this event.